Event description:
A 3.0 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was implanted into a patient for the treatment of a coronary lesion. It was reported by the investigator that the patient expired at home under hospice care following hospitalization 17 months post stent implant. The investigator indicated that the event and device relationship was not assessable. No further information has been provided. Please note that this device is an investigational device and is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: (death), (lack of info). Evaluation conclusion: lack of info.